Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer stated that they were unable to rewind due to motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and e70 error alarms were found in the alarm history file due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test excessive no delivery test and prime test due to motor error alarms. However, the insulin pump was received with normal operating currents, passed a21 error test and self-test. The insulin pump had cracked battery tube threads.